Event description:
It was reported that the patient was not experiencing any stimulation sensation except when she is in certain positions. The patient experienced a loss of therapeutic effect. The patient had previous concerns related to her leads and had discussed with her physician about getting an additional implantable neurostimulator (ins) implanted. The patient's ins was last charged the day of the report, but the stimulation had not been working for the previous 3 weeks to 1 month. It was planned that the patient was to see her physician the day of the report. The patient was supposed to get her ins replaced and get an additional ins; the initial ins needed to be replaced because 'the wires going into the generator are messed up.' Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3777-45, serial#: (B)(4), implanted: (B)(6) 2008, product type: lead; product ID: 3777-45, serial#: (B)(4), implanted: (B)(6) 2008, product type: lead; product ID: 37752, serial#: (B)(4), product type: recharger; product ID: 37743fa, serial#: (B)(4), product type: programmer, patient. (B)(4).